Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver and filament driver circuit boards. The system operates as intended.

Event description:
The customer reported , "there is no fluoroscopy". Loss of x-ray functionality - this is a reportable event. There is no report of serious patient injury or death associated with this complaint.